Event description:
It was reported that during extracting canulated screw, the screw broke.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: based on the x-rays the reported event of the screw breakage could be confirmed. After evaluation of the available information, the root cause of the determined screw breakage was attributed to a user/patient related issue. The breakage most probably was caused by bone over- and/or ingrowth. As this is very likely after 8 months of implantation. Please note that asnis system offers extractors to remove broken cannulated instruments / implants. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If the device is returned or if any additional information is provided, the investigation will be reworked.

Event description:
It was reported that during extracting canulated screw, the screw broke.